Event description:
It was reported that the patient had painful muscle stimulation. The physician suspected an insulation failure in the pocket and chose to revise the rv (right ventricular) lead. The lead was capped and replaced. Additional information received indicated that there was a decrease in impedance since implant, noted as more than 30% lower than at implant. There were no further patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient had painful muscle stimulation. The physician suspected an insulation failure in the pocket and chose to revise the rv (right ventricular) lead. The lead was capped and replaced. There were no further patient complications reported as a result of this event.